Event description:
A customer contacted beckman coulter inc., (bci), regarding erroneously high tropinin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for a single patient. A patient sample was tested for accu tni and results of 0.70ng/ml and 1.81ng/ml were obtained. The sample was re-tested multiple times and the repeated accu tni results were in the range of 0.08ng/ml to 0.84ng/ml. The erroneous results were not reported out of the lab. The sample was tested for accu tni on a different instrument in the customer's lab and 3 result of 0.05ng/ml were obtained. The result of 0.05ng/ml was reported out of the lab. The original sample was re-centrifuged and then re-tested several times on the unicel dxi 800 access instrument. The accu tni results were in the range of 0.08ng/ml to 0.61ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications on the day of the event. A system check performed in 2007, after the event, passed. Based on available information, the aspirate probes had been changed the previous week. The specimen was collected in a 13 x 100, bd, sst tube and was sampled from the primary tube. The customer inspected the sample for fibrin and hemolysis after the initial result was obtained and found neither. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected analytical module and wash wheel area. The fse found aspirate probes very dirty and replaced the probes. The fse performed diagnostic testing which partially failed. The fse replaced per-pump tubing, cleaned collet/plunger components and then repeated the failed portion of the diagnostic testing which passed. The fse calibrated accu tni and ran qc. The fse verified the instrument per established procedures. Hardware issues, addressed by the fse, may have contributed to this event. However, a clear root cause has not been identified for this event. A malfunction will be assumed for the purpose of this report.